Event description:
Boston scientific received info that during a lead revision procedure for high pacing thresholds on this left ventricular (lv) lead, a pocket infection was noted. The lead was surgically abandoned due to the infection and replaced by a pacing system on the right side of the body. No add'l adverse pt effects were reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.